Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact alleged that correction boluses were not recorded in the customer's pump history. During troubleshooting with tandem technical support, data was reviewed and showed that the customer had entered in 2 blood glucose (bg) values and 1 extended bolus. The contact confirmed that the data was correct and there was no data missing. Bg levels were reported as 300-500 mg/dl, but troubleshooting by the customer was declined.